Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained oversensing was noted on the device. Technical support was contacted and provided reprogramming changes that will be implemented at the follow-up in clinic. The patient was stable with no consequences.